Event description:
It was reported that (1) device was used during a hemiorrhoidectomy. It was reported by the affiliate that the pph01 instrument fired, but the staples did not close correctly. It is unknown how the case was completed. The hospital discarded the device. There was no consequence to the pt.